Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1lj8x, implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-nov-2021, UDI#: (B)(4). Date is approximate with month/year validity. Evaluation conclusion code applies to both lead 3889-28 lot# va1lj8x and ins 3058 (B)(4). Device code (B)(4) and patient code (B)(4) applies to ins 3058 (B)(4) and device codes (B)(4) and patient codes (B)(4) apply to lead 3889-28 lot# va1lj8x.. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient and their family member that the patient ¿got a broken wire.¿ the caller reported the patient had a bump in the center of their buttocks in the tail-bone area and that it would move around and cause the patient a sensation of being ill if it would touch something. The patient reported they had a bladder infection and didn¿t know if it had gotten into the bowel part or not. The caller reported they had not tried turning stimulation off but that they would have a family member turn the patient¿s stimulation off. The caller reported the health care physician (hcp) didn¿t know anything about the device and told them to call the manufacturer company. The patient noted they have had falls prior to this occurring. There were no further complications reported/anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's family indicated that about 3 weeks prior they noticed a bump where the wire was implanted there was a little bulge 5/8 and if you pressed the bulge it would move. The patient would get a sensation of getting sick to their stomach if they pressed on the bulge. The caller indicated that their healthcare provider (hcp) indicated the issue was not a broken lead and the patient indicated that therapy was working well and the did not want the system removed. Additionally, it was noted that the patient had fallen and broken their elbow between christmas and new years and was in the hospital as well as rehab. The patient then indicated that they got a pacemaker because prior to breaking their elbow the patient was falling because their heart was stopping for seven seconds. Additionally, the caller indicated that the patient went through two medications for the bladder infection and it cleared up and the lump on their back disappears when the patient stands up, but when the patient bends over the lump can be seen. The caller indicated that the patient recently started falling again (about a week to week and a half prior) which the patient's healthcare provider (hcp) thought was due to the onset of the bladder infection, but later the caller indicated the patient's healthcare provider (hcp) said the bladder infection and device were not related. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.